Event description:
The patient was enrolled on the (B)(4) trial and was randomized to the hydrocoil embolic system treatment arm. At enrollment, the ruptured, irregular, bifurcation aneurysm was located in the right middle cerebral artery (mi). During the 3-28 day follow up upon return from endovascular treatment, the patient showed signs of a stroke (right) and was admitted on (B)(6) 2012. No vasospasm was shown on the angiogram done at that time. Scans confirmed a stroke occurred on the parietal cortical and sub-cortical right side and was relatively large. The stoke was attributed to a thromboembolic phenomenon on the protruding embolization coils: deltaplush platinum microcoil 1.5 mm x 2 cm (dpl10015220/ c10048) and deltaplush platinum microcoil 1.5 mm x 2 cm (dpl10015220/c11872) due to the fact that the patient was no longer taking antiplatelet medication. The patient was then re-administered antiplatelet. The patient recovered with sequelae and discharged on (B)(6) 2012. This event is an anticipated adverse event.

Manufacturer narrative:
The patient was enrolled in the (B)(6) study and was randomized to the embolic coil system treatment arm. At enrollment, the ruptured, irregular, bifurcation aneurysm was located in the right middle cerebral artery. During the 3-28 day follow up upon return from the endovascular treatment, the patient showed signs of a stroke (right) and was readmitted to the hospital. No vasospasm was shown on the angiogram done at that time. Scans confirmed a stroke occurred on the parietal cortical and sub-cortical right side and was relatively large. The stroke was attributed to a thromboembolic phenomenon on protruding embolization coils: a deltaplush platinum microcoil 1.5 mm x 2 cm (dpl10015220/ c10048) and a deltaplush platinum microcoil 1.5 mm x 2 cm (dpl10015220/c11872) due to the fact that the patient was no longer taking antiplatelet medication. The patient was then re-administered antiplatelet drugs. The patient recovered with sequelae and was discharged. This event was classified as an anticipated adverse event as per the study protocol. The deltaplush coils associated with this event were implanted and therefore not returned for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. It is unknown if the deltaplush coils were positioned completely inside the aneurysm when the procedure was completed or whether the protrusion occurred at a later time. Thromboembolic complications are a known risk associated with aneurysm coiling, as noted in the product instructions for use (IFU). Antiplatelet medication is commonly administered in conjunction with such procedures to reduce the risk of embolic events. In this case, the patient was not taking the prescribed medication when the stroke occurred after the coiling procedure. Based on the information provided, no corrective action is warranted at this time.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt. This is one of two reports associated with (B)(4). Concomitant medical products and therapy dates: deltaplush platinum microcoil: 1.5 mm x 2 cm (dpl10015220/c11872).